Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2023-00661. Device investigation is completed; please see updated codes in this report.

Event description:
It was communicated to philips that the device had a failure on one of our philips dfm. There was no capture of ECG ¿ after multiple attempts to reconnect, switch off, battery removal, replacement of electrodes, electrode placement, it continued a blank screen on where an ECG tracing is meant to be shown.. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.